Event description:
It was reported that a biliary stent prematurely deployed during advancement to the intended treatment site while the safety clip was still in place. The device was removed from the patient and another biliary stent was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.